Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to power on. Review of the system log file showed that the system was unable to start. Upon troubleshooting fse found that the system was unable to access the user interface and became unresponsive during the countdown. To resolve this issue, fse reconfigured the time of flex vision. The system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system did not start up at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.